Event description:
Medtronic received information regarding an imaging system being used during procedure. It was reported that the system had a loose part on the j1 port, and it was stated that the two screws were loose or damaged, which caused the system to prompt for the emergency stop button to be pressed. As a result, they were unable to open or close the system. Patient present at time of event. Additional information received "medtronic received information regarding an imaging system being used during spinal fusion procedure. Event occurred intra operatively. There was less than one hour (15mins) of surgical delay and no impact on patient outcome."

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, re-attach dongle. Return system to working status. Returning system to customer. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000210. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.